Event description:
It was reported that subsequent to successful deployment of a bronchial stent, the end of the stent became stuck on the delivery system. The physician used a snare to remove the device from the pt. The procedure was completed with another stent and the pt status is listed as "okay".